Event description:
New information received notes that programming changes were made to address the oversensing issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited lead noise. No changes or interventions were reported. The patient condition is not known.